Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 34 mg/dl. The customer believes that they are receiving too much insulin or very little insulin from their insulin pump. The customer¿s blood glucose went up to 247 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.